Manufacturer narrative:
The customer's device was not returned to stryker. The customer declined the repair of the device. The cause of the reported issue could not be established. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
A customer contacted stryker to report that their device did not provide defibrillation therapy during patient care. This issue is patient related; however there was no adverse event reported.